Event description:
On (B)(6) 2010, the patient underwent endovascular repair to treat an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses. On (B)(6) 2013, the patient underwent re-intervention for a proximal type I endoleak. A gore excluder aortic extender component and palmaz stent were place proximally. It was reported that the endoleak was resolved. No aneurysm enlargement was reported.

Manufacturer narrative:
Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions - the gore excluder aaa endoprosthesis instructions for use (IFU) recommends that the gore excluder aaa endoprosthesis diameter be at least 2mm larger than the aortic inner diameter (10-21% oversizing). Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: component migration.